Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon revised a uni to a total due to patients continuous pain and lack of rom. The mako implants were carefully removed using osteotomes. Once removed the uni knee was replaced with a triathlon total knee using stryker navigation. The knee was replaced without incidence.